Event description:
Report received of multiple undocumented incidents of tubing ruptures during use with a power injector. The customer reported that during numerous CT procedures, unspecified volumes of optiray 300 contrast was to be injected at unspecified settings via a power injector. Upon injection, the tubings ruptured. The customer reported no injury, bleedback, or eye contact with the contrast. The customer indicated that the incidents occurred due to "bad ivs". There have been no reported delays in critical therapy or adverse patient effects. Though requested, no additional information was provided.